Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and found all four (4) wash/vacuum probes pushed up about 1/4 inches. The fse straightened all four (4) probes and performed the cuvette wash station alignment, which resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the wash tower in the unicel dxc 600i synchron access clinical system was spraying when washing the cuvettes. No operator exposure was noted for this event.